Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, a patient with erectile dysfunction of unknown origin received a titan implant on (B)(6) 2008. On (B)(6) 2025, he sought medical attention reporting that the implant had stopped inflating, making it impossible to achieve an erection. Clinical examinations revealed the inability to inflate and ordered an MRI. The examination revealed the presence of the prosthesis, with no apparent abnormalities. The patient underwent surgical revision of the prosthesis on (B)(6) 2025, when all components were replaced. The physician reported mechanical failure of the pump. The surgical revision was uneventful. The prosthesis is currently functional, and the patient is satisfied.